Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified device to be underweight, a broken shell, and a missing piece of the shell. A microscopic analysis was performed which identified a sharp edge broken assessed as an unidentified tear broken and a missing piece of the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a broken sharp in the posterior side (two sharp are observed on the same edge of the device) assessed as unidentified (tear) opening. Missing piece of the shell assessed as inconclusive.

Event description:
Healthcare professional reported right side "implant rupture". Device has been explanted.

Manufacturer narrative:
Phone number: (B)(6). (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the photographs identified: device patch with lot (or catalog) number (the batch number and catalog cannot be verified due to the quality of the photos.) Broken shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "implant rupture". Device has been explanted.